Event description:
It was reported that during patient follow up, ventricular lead polarity switch was observed. It was noted that polarity had switch from bipolar to unipolar impedance. The device was reprogrammed and the lead remains in use.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID addr01 implantable pulse generator (ipg), implanted: (B)(6) 2012; product ID 5076-52 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).